Manufacturer narrative:
The reportted failure could not be verified, as the customer discarded the device and no photo nor lot number were available for investigation. Breaking of one side of grasper jaw was investigated on a sample from different lot by grasper pull force verification test. The sample met the specifications and passed the test. Additionally, simulation test was performed, where the grasper cought the stent with no abnormality observed. This was followed by a simulation test to replicate reported failure, which could only be replicated by improper handling. Warnings and cautions of the accompanying IFU state that excessive force should never be used when operaing isiris alfa and to be careful when handling the distal tip of the insertion cord and to not allow it to strike other objects as it may result in damage to the equipment. Ambu production ond quality control performs visual and grasper functionality inspection on each scope to ensure that the product is in a good condition prior to shipment. We will continue monitoring this type of failure.

Event description:
The customer reported that when grasping the double j with the isiris alfa grasping forceps, parts of the forceps detached and had to be removed from the urinary bladder using a different endoscope. The patient underwent x-ray examination of the urinary bladder to search for foreign bodies. The operation was prolonged, however the patient did not need more medicaments and there was no harm to the patient.